Event description:
It was reported that the surgeon was implanting the ti lamina hook-left and noticed that the hook was not the left hook but actually a ti lamina hook-right. All three ti lamina hook-left were labeled incorrectly. The surgeon used a larger ti lamina hook to complete the procedure with no further problems and no adverse effect to the patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mni. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and the hook orientation did not match product drawing. Because the hook orientation did not match product drawing, this complaint is valid from a manufacturing standpoint. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4). This report is for the three ti lamina hooks.